Event description:
Cardiac output difficulties; it was reported that in the operating room during an open heart surgery, cardiac output measurements were unavailable, "fault catheter, "catheter verification, use bolus mode" error message was observed. Troubleshooting was performed by changing cables and monitors; it was indicated that the hospital has 1 brand new cable and 3 vigilance ii monitors. There were no patient complications; however, it was indicated that the catheter was removed from the jugular and inserted into the subclavin. Customer also indicated that they were not sure if it was an introducer issue.

Manufacturer narrative:
Two possible lot numbers were provided; expiration date for both lot numbers are the same. However, manufacture date for lot numbers are different: 2009.